Event description:
This is a report of a patient that experienced a connection issue between the patient line of a homechoice cassette and the transfer set. During troubleshooting of an unrelated alarm, it was reported that the cassette line became disconnected from the transfer set. This occurred during drain three of four of peritoneal dialysis therapy. The technical services representative assisted the care giver to end therapy and advised the patient to complete therapy by starting over with all new supplies or by using manual supplies. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.